Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional narrative: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. H3, h6: the device lot number is unknown; therefore a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed. The product was not returned to medtech orthopaedics; however, photos were received for review. The photo investigation revealed that 254706004, attune rev dst f augtrl 16xsz6 had rust. The observed condition is likely due to improper cleaning/sterilization. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the attune rev dst f augtrl 16xsz6 would contribute to the complained device issue. Based on the investigation findings, potential cause can be attributed to maintenance and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Event description:
It was reported that during loan kit inspection on an unknown date in 2025, it was identified that femoral trials have potential surface rust. There was no surgeon, procedure, or patient details available.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary according to the information received, "atun rev dst f augtrl 16xsz7-8 and attune rev dst f augtrl 16xsz6 have potential surface rust." The product was not returned to medtech orthopaedics; however, photos were provided for review. See attachment ¿product complaint 2.jpg¿. The photo investigation revealed that '254706004, attune rev dst f augtrl 16xsz6¿ had rust. The observed condition is likely due to improper cleaning/sterilization. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the attune rev dst f augtrl 16xsz6 would contribute to the complained device issue. Based on the investigation findings, potential cause can be attributed to maintenance and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint #: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information that has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information that was not available for the initial report is obtained, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> according to the information received, "atun rev dst f augtrl 16xsz7-8 and attune rev dst f augtrl 16xsz6 have potential surface rust." The product was not returned to medtech orthopaedics; however, photos were provided for review. See attachment ¿product complaint 2.jpg¿. The photo investigation revealed that '254706004, attune rev dst f augtrl 16xsz6¿ had rust. The observed condition is likely due to improper cleaning/sterilization. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the attune rev dst f augtrl 16xsz6 would contribute to the complained device issue. Based on the investigation findings, potential cause can be attributed to maintenance and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot ==> the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.